Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery tests due to prime fill anomaly. The insulin pump was monitored for 24 hours with multiple basal rates and programed multiple bolus units; the selected bolus units were delivery and recorded properly in the insulin pump history. No bolus anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump's history showed 3 boluses were delivered but the customer did not remember setting it. Customer's blood glucose was unknown. Customer had an episode of hypoglycemia. Customer agreed to return the device for analysis.